Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: analysis of the submitted log file confirmed brief power elevations; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the reported events (hemolysis and suspected device thrombosis) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 03:02 through (B)(6) 2019 at 17:33. The majority of captured events appeared to be associated with routine power source exchanges. Two brief power elevations over 8 w were captured on (B)(6) 2019 at 22:53 (8.2 w) and on (B)(6) 2019 at 13:10 (8.1 w). Excluding these events, power ranged from 5.1-7.1 w. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU describes the recommended anticoagulation therapy and inr range, and outlines indications of pump thrombosis as well as how to respond to such events. This IFU also provides an explanation of each of the pump parameters. In reference to power, this document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the hospital due to dark-colored urine and some power spikes on his controller. Lab check in the hospital showed elevated lactate dehydrogenase (ldh) levels and hemolysis was found. On (B)(6) 2019. The patient underwent a pump exchange. The pump was retained by hospital and will not be returned. The hospital investigated the inside of the pump and thrombus in pump was confirmed. Hemolysis was reportedly not pump related. The patient is doing very well, recovering fast.